Event description:
An other healthcare professional reported that the cannulas clogged. The procedure was cataract surgery. It was unknown whether the surgery was completed or not. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported residue on the needle tip and clogging issues with the cannulas. The manufacturer's evaluation of the returned samples confirms the customer's event: ten cannula¿s from batch were visually inspected. Crystal substance was inside the cannula hubs and on the tips. Resistance occurred when pressurizing air into the cannula's using a lab stock twenty milli liter syringe. The batch was not built in the final pak batch. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Action has taken to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.